Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No reset anomaly could be verified due to the unresponsive buttons. No audio anomaly was noted. Moisture damage was noted on the electronic and motor assemblies. The insulin pump was received with a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and has water behind the lcd display. Customer does not recall any significant events leading to the error, except that she wore it while rafting and it got wet. Troubleshooting was done for pump exposed to fluid. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.